Event description:
A pasv PICC line was placed for therapeutic purposes in 2002 as part of a postmarket clinical study. Two days later, it was noted there was axillary leaking of IV fluid back out the entrance. There is no additional information available on this event and this event and the study coordinator did not wish to be contacted. This report is being filled based on the assumption that the leak occurred distal to the suture wing.